Manufacturer narrative:
Findings: the insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged and area near the reservoir was chipped and had crack. The customer¿s blood glucose level was 89 mg/dl. The insulin pump will be returned for analysis.